Manufacturer narrative:
(B)(4). Information was received via medwatch form with no report number. Patient identifier was (B)(6).

Event description:
It was reported that during angiography, the tip of the arrow-trerotola catheter was perforated by the metal piece inside and could have broken off in the patient's vessel but did not actually do so.